Event description:
Patient diagnosed with capsular contracture, in addition, patient experienced the following symptoms which resolved after explant: pain, burning, redness & fatigue. Right side device.